Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when loading a nifti exam from a universal serial bus (usb) the system unexpectedly shutdown and restarted. The nifti exam is colored blue and had multiple exams merged. When trying to load the exam again the system continued to shutdown restart. (B)(6) will try to load the patient exams directly from electronic picture archiving and communication systems (pacs). There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a component was replaced by the representative. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the pacs transfer worked as expected and no other issue have occurred other than the single file that needed to be reformatted.

Manufacturer narrative:
Correction: initial reporter corrected. A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis found that the issue could not be replicated. The on-going investigation proved to be inconclusive based on the information provided, the site refused to supply the exam for review. If information is provided in the future, a supplemental report will be issued.